Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Several packages were opened, but several sutures were broken in an area not related to the anastomosis. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm how many device present the issue (breakage suture) no further information is available. Could you please confirm if the suture got broken during suture or at the moment of open the package? Please clarify: during use. What is the lot number? We got this info from the actual product on 15_november_2021. Product code: ep8741h, ep8740h. Lot number: ljq018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Report related to: 2210968-2021-11523, 2210968-2021-11747, 2210968-2021-11748.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 01/05/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4 h3 evaluation: two packets of product code ep8740h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.